Event description:
It was reported that the patient experienced shortness of breath when their left ventricular (lv) lead pulled back into the coronary sinus. The lead's thresholds were originally at .5v but had been programmed to 5.0v. The lv lead was partially removed, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 694775 lead: (B)(6) 2002; 559453 lead: (B)(6) 2002. (B)(4).